Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 147 mg/dl. Customer stated that she changed the set and delivered some insulin before she received the alarm. It was explained that strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan as per health care provider's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)